Event description:
It was observed that during the device evaluation, the video system center exhibited no image. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the investigation results, the image is not displayed, could not be identified. From the repair estimation inspection result, damage on the connector terminal pins was confirmed, and from this, we presume that the phenomenon ¿the image is not displayed¿ occurred due to that electrical communication was not conducted normally because of damage on the connector terminal pins. The root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review:the defect is not caused by misuse of the user, thus not applicable.¿ olympus will continue to monitor the field performance for this device.